Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's motor blower assembly were replaced to address the issue. The blower subassembly was returned to the manufacturer's product investigation laboratory for further evaluation. A visual inspection of the suspect blower yielded no evidence or observation of damage or defective operation. Tech verified that the blower shows no indication of the impeller rubbing the blower housing and the blower subassembly operates connected to the pil tech stb without issue. Furthermore, the suspect blower passed all troubleshooting steps using document (B)(4). The blower functions as designed and operates as expected. The blower subassembly has been scrapped per the requirements set forth in the work instruction and disposed of accordingly.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's motor blower assembly were replaced to address the issue.